Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Two unpackaged ar-3638-1 serial/batch number (B)(6) was received for investigation. Visual inspection noted that the one of the device shaft¿s tip was bent. And broken. Not suture nor the anchor were returned. No pictures were provided. However, per the event description, ¿the anchor did not hold in the patient can came out¿ the probable cause is use error. Per dfu-0054. Section g. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.

Event description:
It was reported that during a shoulder stabilization surgery the anchors did not hold in the patient and came out again. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.